Manufacturer narrative:
An event of left atrial appendage occlusion reintervention that caused death was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 device code 4580, 3190, 1802 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through amulet laao registry data that on (B)(6) 2022, an amulet left atrial appendage occluder was implanted. On (B)(6) 2022, it was noted that the patient experienced an device related readmission, ischemic stroke. On (B)(6) 2022, it was noted that the patient experienced an left atrial appendage occlusion reintervention, other unplanned cardiac surgery or intervention, device explanted. On (B)(6) 2022, it was noted that the patient passed away due to an other cardiovascular reason. No additional information was reported.